Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced a loss of communication between the mobile device and pump. The customer reported no adverse event. The event involved product(s) mmt-7911ww. Customer declined troubleshooting on reported event. No harm requiring medical intervention was reported. No product return required for mmt-7911ww.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section b5, d1, d2a, d2b, d3, d4 with this report. Note: there is no update required for medical device problem code of h6 section as it was already submitted in follow up report number: 2032227-2025-194563. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the mobile device and pump. The customer reported no adverse event. The event involved product(s) unk_fotasoftware. Customer declined troubleshooting on reported event. No harm requiring medical intervention was reported. No product return required for unk_fotasoftware.